Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's family member called and indicated that the patient's lead "defused" and was replaced. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.